Event description:
(B)(4). Same case as: 2134265-2012-01319, 2134265-2012-01330, 2134265-2012-01331. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain, stent fracture and restenosis requiring intervention. The index procedure in (B)(6) 2008 treated a lesion located in the proximal right coronary artery (rca). The lesion was 95% stenosed, 3.5mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 3.5x16mm perseus wh stent. Post dilation was performed. Residual stenosis was 5%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2008, a 3.0x32mm taxus express2 stent was placed in the distal rca and a 3.0x32mm taxus express2 stent in the mid rca. In (B)(6) 2012, the patient was admitted with complaints of cardiac chest pain, in-stent restenosis, chronic total occlusion, stent fracture and proximal edge disruption. Cardiac catheterization was recommended. The 100% stenosed chronic total occlusion(cto) in the distal right coronary artery was treated with laser atherectomy and placement of a 2.5x28mm promus element stent. While advancing the second stent, the proximal edge of the previously placed 2.5x28mm promus element stent was disrupted. This was treated with balloon angioplasty using a 1.5x15mm maverick balloon followed by a 3.0x16mm maverick balloon. Residual stenosis was 0%. Subsequently, from the proximal edge and overlapping the promus element stent in the distal rca, a series of 3 promus element stents (3.0x16mm, 3.0x24mm and 3.0x28mm) were placed in the rca covering the 80% stenosed mid rca in-stent restenosis. Post dilation was performed. Residual stenosis was 0%. The 80% ostial proximal rca in-stent restenosis and the fracture study stent was treated with placement of a 4.0x16mm promus element stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2012, the event was considered resolved without residual stenosis. The patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).